Manufacturer narrative:
Still under investigation at this time.

Event description:
A female pt, who had previously undergone iliac stent placement, underwent aaa repair in 2009. The pt had a very tortuous anatomy with calcification present. When attempting to place the contralateral iliac leg, the physician believes that the sheath got caught on the interstice of the preexisting stent. When the physician removed the sheath, the pt's iliac artery was removed. The physician placed add'l zenith products and stopped the bleeding; however, the pt expired on the operating table.